Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the cause could not be specified. It is likely that the foreign material originated from the facility environment but details regarding the device handling/reprocessing were unavailable. Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "insertion tube crushed" found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the air and water nozzles clogged , foreign object found inside the nozzle. This report is being submitted for foreign object found inside the channel on device evaluation (handling issue, insufficient cleaning, reprocessing issue).

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the reported issue of "insertion tube crushed". Device evaluation, service repair noted the flexible tube of the insertion section found crushed due to external factors. In addition, (leakage observed ), watertightness noted not maintained due to perforation of the forceps channel due to external factors. The bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob noted to be out of the normal state due to the elongation of the angle wire. Furthermore, service repair noted the amount of air supplied found insufficient due to clogging of the air/water nozzle due to handling (insufficient cleaning). Due to handling (insufficient cleaning), the air and water nozzles are clogged and the draining function noted to be reduced. There is a foreign object inside the nozzle. Additionally, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors observed. There are curved rubber scratches caused by external factors. Elongation of curved rubber due to handling factors noted. The curved rubber adhesive part found missing. The curved rubber adhesive part noted to be cloudy. The tip cover found crushed due to an external factor. Scratches found on the tip cover due to external factors. The objective lens adhesion part noted cloudy. The lighting lens adhesion part noted cloudy. Scope connector noted to be not watertight. Scratches found on switch1 (sw1) due to external factors. Scratches found on the operation part side cover of the universal cord part due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.